Manufacturer narrative:
The reported product is not expected to be returned as the customer is unwilling to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported pain with wear of the abbott diabetes care (adc) device. The customer self-treated with unspecified ointment for pain. There was no report of death or permanent impairment associated with this event.